Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Ts (technical support) was not able to find a specific cause so asked the customer to change supply line filters. Seems like multiple small issues so he will do that but requested fse (field service engineer) assistance. Fse was dispatched and on 11-aug-2016 replaced the 2-way valve for buffer #2 and #3. Customer requested new filter housing, cap for hemolysis wash, and sample needle replacement. The most probable cause of the reported event was a 2-way valve failure.

Event description:
On (B)(6) 2016 the customer reported low pressure intermittent with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.